Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified lens model and an unspecified delivery system. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the (directions for use (dfu). Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) broke with the cartridge. The procedure was completed that day. There was patient contact. Additional information was provided by a nurse that the procedure was a cataract extraction with intraocular lens (iol) implant procedure. The cartridge split and scratched the edge of the lens. The lens did not enter the eye. There was no patient harm.